Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 1 dissimilar complaint, where the anchor pulled out, for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a rotator cuff repair that the tip of his healix advance knotless peek anchor 4.75 broke upon insertion. The sales rep reported that the anchor was not going into the bone as it should have been and when the surgeon back the implant out he found the tip to be gone. The surgeon removed the broken piece from the bone hole. The surgeon completed the procedure with another like implant in the same bone hole with no patient consequences or delay. The sales rep reported that the surgeon used the purple healix awl with 2 tails of fibertape. He reported that the anchor was still on the inserter at the time the nose broke and that the surgeon used the stay suture to remove the broken tip. The sales rep reported that the bone quality was average. No further information was available.